Event description:
It was reported to philips that the system geometry movements were partly available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the coronary diagnostic procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed from error logs that the amte slave with station address 1021 was no longer detected on the bus. The fse replaced amc triple servo drive to resolve the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.